Event description:
The surgeon was inserting a peritoneal dialysis (pd) catheter. When removing the tunneler used for the catheter, it was noticed that a small plastic portion of the tip of the catheter, was missing. The surgeon was unsuccessful in locating the object. It was the surgeon's impression that the plastic tip broke off during the tunneling through the skin and may have remained in the patient. We were unable to visualize the retained foreign body (rfb) with radiology.